Manufacturer narrative:
Batch review performed on 23 october 2017. Lot 134534: 40 items manufactured and released on 27 november 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon determined the cup was loose. The surgeon believes the cause may be from the acetabular reaming in the primary surgery. The surgeon planned to revise the cup and liner. The surgeon revised the head, liner and cup. The surgery was completed successfully.